Event description:
The customer contacted stryker to report that their device did recognize a shock was needed during a patient cardiac arrest. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker product assessment center (pac) technician evaluated the device and was unable to verify or duplicate the reported issue. No device issue was detected. The device was archived by stryker. A clinical review of the device files found that the reported issue of device doesn't detect shockable rhythm was not confirmed. Device use did not contribute to patient outcome.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial clinical review of the reported event and determined the device contribution to the patient outcome is unknown.

Event description:
The customer contacted stryker to report that their device did recognize a shock was needed during a patient cardiac arrest. The patient associated with the reported event did not survive.